Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high/undefined pacing impedances and a possible fracture. The lead was programmed off, and will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the right ventricular defibrillation coil was fractured at 21 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high/undefined rv coil impedances and a possible coil fracture. The lead was programmed off, and will be revised. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.